Manufacturer narrative:
Device evaluation: analysis of the returned device identified brown particles in the fill channel and an opening on the radius side. A leak test and microscopic analysis were performed which identified a striated opening on the radius side and an observed void >1 mm in the non-textured valve-to-shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated opening assessed as surgical damage consistent with the use of a surgical tool. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.4, b.5, d.1, d.4, d.6b, g.1, h.4, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation is capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Device remains implanted.